Manufacturer narrative:
The reported events of vision loss and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and physician details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they can no longer see well in the left eye and most recent iop measurement was 49 mmhg.